Event description:
A patient underwent a 2-level anterior cervical discectomy and fusion spinal procedure on an unknown date. Around 2-months postoperatively, radiograph images revealed a distal right screw backout. Revision surgery was performed to remove the screw.

Manufacturer narrative:
The explanted distal right screw did not return for evaluation. The plate remains in-situ. Radiograph images confirmed the event. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. The root cause could not be determined. Labeling review: "warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury." "Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon should be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components." "Postoperative management: additional or revision surgery may be necessary to correct an adverse effect."

Manufacturer narrative:
B5. A patient underwent a 2-level anterior cervical discectomy and fusion spinal procedure on (B)(6) 2023. Around 2 months postoperatively, radiographic images revealed a distal right screw backout. Revision surgery was performed on (B)(6) 2023 to remove the screw. D6a. (B)(6) 2023.